Manufacturer narrative:
Received only the catheter for evaluation. The reported event was unconfirmed. The visual evaluation found no leakage observed even when pressure was applied on the sac. The exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. Per the functional testing, the sample was inflated with air while submerged in water and noted no air bubbles leaking from the catheter. The sample was then inflated with 10cc of water and performed leak test. On the seventh day, the balloon was fully inflated with no signs of leaking. The sample was dissected and inspected rubberize layer and confirmed no leakage along the rubberize layer of the lumen. The returned sample met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that a catheter with a deflated balloon fell out of the patient during surgery. A leak test was performed and a leak was confirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a catheter with a deflated balloon fell out of the patient during surgery. A leak test was performed and a leak was confirmed.